Event description:
Pt¿s bedside rn asked for assistance with removal of drain at 0430. Bedside rn attempted initially to remove drain and met with some resistance. This writer asked to examine the site. Drain withdrawal re-attempted with brief, suction and then catheter removal beginning approx. 1-1.5 inches then ¿pop¿ noise and catheter dislodgement with clear evidence of non-intact, not fully dislodged catheter in this writer¿s hand. Pt¿s posterior neck redressed with new dressing, hemovac bagged and md called. Pt went to operating room to remove of hemovac tubing piece.